Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient many episodes requiring high voltage therapies. The device had an excessive charge time and a charge circuit timeout occurred and the device was noted to be at end of service. During a review of the episodes, it was also noted that the right ventricular lead was noted to have svc coil impedance that was noted to be high as well as fluctuating for approximately 6 months. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they had received inappropriate therapies. The device and lead were explanted and replaced.